Manufacturer narrative:
Clinical assessment revealed that abscesses are well known and described adverse reactions following dermal filler injections. They can happen after an injection with an improper technique, inducing a lack of asepsis of the injection environment, which in some case may result in sepsis. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. Adequate treatment with antibiotics leads to a complete resolution of the symptoms without sequelae. Additionally, the risk of such adverse events is mentioned in the instructions for use of teosyal products.

Event description:
This event happened outside of the u.s., in (B)(6). According to the received information, 27 days after being injected with rha 3 in the marionnettes lines, the patient presented redness and lump in the left marionnette lines area. The symptoms seem linked to an abcess. The patient has been treated with prednisone and antibiotics. On the (B)(6), the injector performed an incision and a drainage of the abcess. According to the latest received information, the reaction was partially resolved.